Manufacturer narrative:
Final analysis found no telemetry during interrogation. The device could not be interrogated due to intermittent signals and very low signal strength. Radio frequency module was the cause of the failure.

Event description:
It was reported that there was no radiofrequency signal from the pulse generator when attempting to interrogate.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative. Device evaluation anticipated but not yet begun.